Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 425 mg/dl at the time of incident. Customer stated that the insulin pump had insulin flow blocked. Customer was unsure that the insulin pump was on auto mode. The insulin pump was not returned for analysis.